Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. Transmitter functional test was performed and passed. The share log was reviewed, and it displayed a connection loss gap within the investigation window. The confirmation of the problem is confirmed because the share log displayed a connection loss gap within the investigation window. A root cause could not be determined.